Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "fails flow accuracy test, pumping more than 21ml" was reproduced. The evaluator tested the pump for flow accuracy and found the pump to over deliver +7.38%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy testing "over pumped". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.